Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6). A getinge service territory manager (stm) was dispatched to evaluate this unit and was unable to reproduce the reported failure. However, the stm observed in the fault log, the electrical code #4 logged 4 times and fault code #124. The stm stated that this is a potential issue with atmospheric transducer and he replaced it and calibrated 30 psi. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had electrical code#4 on power up and a power up issue. There was no patient involvement and no adverse event was reported.